Event description:
It was reported that during a lead revision procedure on (B)(6) 2023 [ related manufacturer reference: 1627487-2023-02604 ], the patient's lead at t12 was severed subcutaneously and could not be retrieved. It is unknown which lead was severed.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8500826.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.